Event description:
It was reported that water inside syringe was cloudy and the syringe was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that water inside the syringe was cloudy and the syringe was discarded.